Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer states the sensor value that triggered the suspend on low or suspend before low event was 60 mg/dl. The customer stated that the minilink led blinked on and off when connected to the test plug. The insulin delivery was suspended due to the sensor values. The device will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used.